Event description:
The consumer reported receiving severe burns on his back from using the heating pad. He stated he was laying on the pad at the time of the incident and fell asleep. The directions for proper use state not to lay or lean against the heating pad, or to use while sleeping.